Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock lead impedance measurements of 200 ohms. Technical services (ts) was consulted and identified undersensing and oversensing that could be related to the changes in the t wave morphology. Ts recommended further clinical evaluation. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.